Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was returned to the stryker depot evaluated by a depot technician. The reported issue of the on/off button not responding was not able to be verified and was not able to be duplicated. Root cause was not determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.